Event description:
A surgeon reported that during an intraocular lens (iol) implant surgery, the iol shot into the eye through the injector causing a capsule rupture. The pt experienced increased intraocular pressure (iop), pain and a red eye. The lens was removed and the pt was left aphakic. The pt was treated with medications for increased iop and pain. The pt was hospitalized for 4 days. Additional info was received from the surgeon, who indicated an anterior vitrectomy was performed and the pt remained aphakic. The additional info also indicated the use of an unapproved viscoelastic. There are two medical device reports associated with this event. This is the report for the iol.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There were no other complaints reported in the lot. The root cause for the reported complaint could not be determined. Based on the results from the product and batch history record, the product met release criteria. (B)(4).